Event description:
Patient reported left side rupture. Device remain implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Noise: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture. Healthcare professional later reported damage implants, the sound of a ¿crunch¿ in the area where the implants were located periodically disturbed, nagging chest pain, discomfort, and the sound of ¿crunching¿ became more frequent."; "capsular contracture grade IV. Diagnosed via MRI/ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, d4, d6b, h4, h6.

Event description:
Healthcare professional later reported "damage implants", the sound of a ¿crunch¿ in the area where the implants were located periodically disturbed, nagging chest pain, discomfort, and the sound of ¿crunching¿ became more frequent."; "capsular contracture grade IV. Healthcare professional additionally reported ¿minimal effusion along the folds on both sides.¿ diagnosed via MRI/ultrasound. Device has been explanted.